Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn blood collection tubes, one (1) tube was found with substance resembling dirt adhering to the inside of the blood collection tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 29-dec-2025. D.4. Medical device lot#: 5076253. D.4. Medical device expiration date: 31-jun-2026. H.4. Device manufacture date: 01-apr-2025. D.4. Unique identifier (UDI)#: (B)(4). Investigation summary: bd received one sample along with two photos for investigation. Evaluation of the sample and photos shows that the tube has scratches on the sidewall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint was not confirmed for foreign matter but has been confirmed for scratch on product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn blood collection tubes, one (1) tube was found with substance resembling dirt adhering to the inside of the blood collection tube. No adverse impact was reported regarding the patient or user.